Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse replaced the collar wash valve, collar wash, and the sample probe. The fse continued to observe the leak. The fse then replaced the chemistry cartridge (cc) sample syringe t-valve, which resolved the issue and the instrument was verified within specifications. The sample collar wash valve and the sample collar wash were returned to bec for further analysis; this issue was unable to be reproduced. The cc sample syringe valve was not available for return. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer sample probe was leaking. The customer stated that the tray below the sample probe was full of liquid. The leak was contained to the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves during this event. No erroneous results were generated. No injuries were sustained by any lab personnel.